Event description:
During laparoscopic procedure, instrument came apart in the abdomen, in 2 pieces. The inside piece of the instrument appeared to have gross contamination, residue from previous use. An intra-operative x-ray was required to demonstrate no retention of foreign body. This resulted in longer anesthesia and or time.